Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7131151/7131255.

Event description:
It was reported that patient underwent implantable pulse generator (ipg) and spinal cord stimulation (scs) lead replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted devices were not released by the facility and will not be returned.